Event description:
It was reported that the burr was stuck on guidewire. The 99% stenosed target lesion was located in a severely calcified and moderately tortuous vessel. A 1.50mm rotapro and rotawire guidewire were selected for use. During the procedure, resistance was encountered during burr loading and while advancing the rotapro burr catheter to the lesion. The burr was stuck on the wire and was not possible to remove. Rotapro burr was removed with rotawire. The procedure was completed with another of same device. No patient complications were reported.